Manufacturer narrative:
The icy catheter used at the time of the event was not returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed, and a root cause could not be determined.

Event description:
A post-cardiac arrest patient was placed into controlled hypothermia by ivtm therapy. An icy catheter (lot # unknown) was smoothly inserted into the patient's right femoral vein in one attempt. There were no adjunctive temperature management or relative procedures performed on the patient. The patient's body temperature at the start of the treatment was 35.1°c. After the patient's body temperature reached 33°c, the thermogard console was set to a controlled rate of 0.25°c/hour for rewarming, and the target temperature was set to 37.0°c. After 8 hours of running in the rewarming mode, when the patient's body temperature was 36.0°c, the thermogard console displayed an "air trap" alarm. The pump rotor stopped, and the console went into standby mode. The 500ml saline bag was empty. There was no saline on the floor, and there were no issues with the start-up kit (suk). The customer performed a leak check as per the zoll instructions for use (IFU) and suspected a catheter balloon leak. It was suspected that around 350-400 milliliters of saline had infused into the patient's bloodstream. The dwell time of the catheter was 32 hours at the time, and it was removed. The senior physician in charge attempted to place another icy catheter (lot # unknown) into the patient's left femoral vein. The physician made several attempts to advance the second catheter but was unsuccessful. The catheter could not be advanced completely. The reporter stated that an anatomical problem was assumed to exist, and the customer ended the ivtm therapy. No malfunction with the thermogard console was reported. The patient was sedated and ventilated at the time of the event. There was no report of a patient injury or death. No consequences or impacts on the patient. Related MFR report: MFR # 3010617000-2022-01969 for the first icy catheter (lot # unknown).